Manufacturer narrative:
On (B)(6) 2018. On 09jan2019. International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se replaced the base assembly to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator had a breakage on the screw slot of the blower assembly. There was no patient involvement. The event date was not specified; estimate used.